Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the glidescope avl video baton 3-4, the customer was advised to replace their video baton. The customer declined to have their avl video baton 3-4 returned for evaluation and disposal. Since the device was not returned, the root cause could not be determined. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on september 30, 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Though the cause of the reported issue could not be determined, it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image. A delay in the procedure of a few minutes occurred as a handheld device was obtained. No harm to the patient or user was reported.